Manufacturer narrative:
Livanova completed the investigation of the defective component. Results revealed that the bearing and the motor shaft were rusted and that the engine electronics were defective. It is likely that a combination of electronic and mechanical defects led to the reported e21 outbreak on the patient side.

Manufacturer narrative:
In the previous report, it was stated: "the technician went on site and could confirm the issue. He inspected the unit and found that the patient pump 1 was not turning. He replaced the patient pump 2 to fix the reported." The correct statement is the following: "a livanova field service representative was dispatched to the facility to investigate. He addressed the failure back to the patient pump 2. He replaced the patient pump 2 and was thus able to solve the reported issue."

Event description:
See initial report.

Manufacturer narrative:
H.10: the technician went on site and could confirm the issue. He inspected the unit and found that the patient pump 1 was not turning. He replaced the patient pump 2 to fix the reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced both patient pumps, the stirrer motor and the distribution board in order to solve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during cleaning. There was no patient involvement.